Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to tw (B)(4). Summary: the hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 could not get insufflation to flow through the btt. Checked it for occlusions, none seen. Happened during both dissection and ligation. Not able to switch to distal insufflation for ligation. Needed to open another kit to complete the case. Caused a delay to try and troubleshoot this problem. No patient effects reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. A lot history record review was completed for lots 3000437719, 3000427823, and 3000426358 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.